Event description:
It was reported that the device exhibited ventricular oversensing of noise. The segms showed numerous high ventricular rate triggers. The oversensing was reproduced clinically with isometric exercises.